Event description:
On (B)(6) 2012, the patient contacted animas and reported that all of the keypad buttons had been intermittently unresponsive for several months. The patient stated that there was condensation behind the display. The patient denied any damage to the keypad. The patient reportedly wore the pump clipped to a waistband and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The audio bolus button was found to be difficult to push but responded appropriately.